Event description:
It was reported that a patient underwent a facial plastic surgery procedure on (B)(6) 2012 and suture was used. The needle pulled off of the suture after opening the package. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. There were no needle defects noted.